Event description:
Additional information: it was reported that patient had seizures, which their healthcare provider (hcp) who first put pump in told them that seizures might happen. Patient was stated to be in withdrawal for 9 months from (B)(6) 2013 because ¿she was on it for so many years". It was now stated that patient had 3 pumps in 10 years and that patient was going to get a 4th pump but she "shut it down" and does not want another pump. It was stated that following this third pump malfunction patient went into a coma and they did not know if she would come out of it; when she did they found she had pres -irreversible brain damage- and now had front lobe brain damage from the pump. Patient was dissatisfied with their hcp service. Drug in the pump per reporter was being delivered at 100 mg 3 times a day, and per reporter "that's a lot of morphine". It was stated that patient ¿went through a lot with it¿. Patient was not happy with the pump.

Event description:
It was reported there were no device issues other than a catheter issue. In regards to the reported catheter issue, a revision had occurred in (B)(6) 2012. The patient had complained of lack of effect and on (B)(6) 2012 it was determined there was no flow from the catheter upon aspiration during a dye study. The operative notes reportedly did not indicate what the exact issue was, it was just noted it was ¿blocked¿. The notes did not state by what or if there were any visual abnormalities. It was reported there were no issues after that. The patient had been on oral morphine prior to ((B)(6) 2012) and after the surgery. The health care provider planned to remove the patient¿s device because the patient was not capable of communicating what she felt anymore. The pump was filled with saline on (B)(6) 2013 in preparation for pump explant. The explant had not happened yet and had yet to be scheduled. It was noted it would happen in the next month. The patient was being managed with oral medications. It was noted someone had to give the patient the mediation because she was not responsible enough to manage it on her own. It was noted the patient believed she had received an implant in march of this year however per confirmation with the health care provider¿s office the patient did not have a pump. The health care provider had moved in (B)(6) 2012 and it was noted the patient was easily confused. The device system was used to deliver morphine at the time of this report. It was also reported the patient did not have surgery in (B)(6) 2013. The patient had been on oral morphine prior to ((B)(6) 2012) and after the surgery.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4). Product type: catheter. (B)(4).

Manufacturer narrative:
Returned for analysis was the pump and catheter 8709sc, serial (B)(4). Analysis of the pump revealed no significant anomaly, except for motor/o-ring wear. Analysis of the catheter also revealed no significant anomaly, except for a non-significant indent in seal that did not affect infusion. In regards to catheter 8709sc, serial (B)(4) (reported issue that occurred in (B)(6) 2012), was not returned for analysis.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2012 (B)(6); product type catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
The pump was replaced due to eri(early replacement indicator). Patient outcome was noted as recovered without sequela. There were no device diagnostics done. Per reporter patient had indicated that the pump had never helped her pain.

Manufacturer narrative:
(B)(4). Patient had been through a lot.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information later report the pump ruined the patient's life because the patient said things that the patient didn't know they said but the patient's family hasn't had anything to do with the patient. The patient's heart is no good anymore. The patient wanted to die because of the pump. The patient's brain also has things, the patient can't remember anymore, it has damaged it. The patient was lost. The patient was on 390mgs/day.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Disability and life threatening was no longer checked. Device code of(B)(4) no longer applies. Patient code (B)(4) no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. It was reported that the pump was explanted because it kept breaking and kept leaking. No further complication was reported.